Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported recently being diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the peritoneal dialysis registered nurse [(pd)rn]. Pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1784, polymorph = 92%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 2000 mg daily. The patient¿s peritoneal effluent culture result returned negative; however, the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient has recovered and continues to undergo ccpd therapy utilizing the same liberty select cycler.